Manufacturer narrative:
Based on the information received, the cause of the reported incident is consistent with the battery at or nearing end of life.

Event description:
Additional information obtained identified the patient's ipg was replaced with a new one and the issue addressed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient's scs system controller was displaying ¿replace generator soon¿ message. The company representative met with the patient and confirmed the patient's scs ipg battery had depleted. Surgical intervention would be necessary to replace the patient's scs ipg.